Event description:
It was reported that this implantable pacemaker recorded voltage was too low for projected remaining capacity. Patient asked if device was okay. Technical services (ts) referred patient to clinic for further discussion. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker recorded voltage was too low for projected remaining capacity. Patient asked if device was okay. Technical services (ts) referred patient to clinic for further discussion. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced with a new device. No additional adverse patient effects were reported.